Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/30/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause washed strips. No chemistry observed.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2017 produced result of e-3. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/26/2017 and open vial date is (B)(6) 2017. Adverse event not reported at time of the call on (B)(6) 2017.